Event description:
The mental health practice where I go for therapy and psychiatric services recommended that I be treated with tms - transcranial magnetic stimulation. I had 2 consultations as I considered the treatment. I was told there were very few risks associated with tms and I signed a form indicating there was slight risk of seizure. Headache, blurred vision, gi symptoms, discomfort at treatment site and a few other short term side effects were called out on the form. After receiving my 3rd treatment, I experienced an immediate onset of tinnitus. I followed up the next day with my provider and was told that it was highly unlikely to have been caused by tms. The following week my provider contacted me to let me know that they did some research and found that there are 'a few reported cases' of tinnitus associated with tms, but that I'm the first patient they've ever had with this issue. They wished me well and said they hope it does go away. It's been 5 days and it has not resolved. FDA safety report ID# (B)(4).